Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide with a 6fr sheath, after an angioplasty interventional procedure. Reportedly, when advancing the knot, the suture snapped. A second proglide was used with the same results. A third proglide and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age - is estimated, patient reported to be in their seventies. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and bent anterior cuff tabs. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure (B)(4). Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to be advanced to the arterial surface as reported. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the reported suture break during the knot advancement could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.